Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated the architect c4000 top cover is not staying open as expected. The account stated the cover closed unexpectedly and hit the carrier transport. The cover appears to be bent. There is no injury reported due to the cover unexpectantly closing. No patient involved. No operator injury reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed bent cover hinges. The fsr resolved the issue by replacing the top cover hinges. No additional cover issues have been reported since the service activity was completed. Hinge, front cover c4 (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No trend or systemic issue was identified for the likely cause part. No similar issues related to the architect system and likely cause part as described in this ticket were identified. No non-conformances or potential non-conformances were identified for the part associated with this complaint the architect system operations manual addresses the safe operation of the architect c4000 system. The architect c4000 system service and support manual provides instructions for the removal, replacement and verification of likely cause part hinge, front cover c4 (rohs). No product deficiency was identified.